Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not showing up on the device. A technical support specialist, on the server, located the patient whose order was not displaying correctly. Then opened the order and checked the repeat pattern field. A small bubble labeled "mapped" was expected to appear when hovering over the description; its absence indicated the issue. The specialist navigated settings > interface setup > external order frequency codes, searched for the order pattern and edited it by selecting the correct mapping pattern, then entered the appropriate time interval and description (e.g., every 6 hours), saved the settings, waited a few seconds, and then checked the patient again. The "due now" status began functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system order was not showing up on the device and nurses were unable to remove the medications. There were no adverse events or injuries reported based on this incident.